Event description:
The customer stated, he found five lancets without the protective caps on them. He was stuck twice before looking at the rest of the box. The customer also stated that a glucose strips was found in the box of lancets. A request was made for the return of the suspect device, and replacement product was sent.